Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Upon inspection, there was no image in both eyes. Distal tip straightness failed the go/no go gage. The check endoscope cable connection/endoscope self-test failed, and the sensor board was noted to be cracked.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the video signal was lost. There was no image from the 8mm endoscope. The procedure was converted to another da vinci system with no reported injury.